Manufacturer narrative:
(B)(6).

Event description:
It was reported that the filter was torn. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified internal carotid artery. A 190cm filterwire ez was selected for use. During the procedure, it was noted that the ez delivery sheath that was supposed to recapture the filter was torn upon opening the device. The device was not used in the patient and the procedure was completed with a different device. No patient complications were reported.